Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported via email that the patient was hospitalized, however, no further patient or event details were provided. Attempts to reach the patient back for further event clarification were unsuccessful. The patient answered one of the follow-up calls from dexcom technical support and informed them not to have anyone contact him at his number again and then disconnected the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.